Manufacturer narrative:
Pc-(B)(4). Batch #: v9533l. Additional information was requested and the following was obtained: the broken piece has been retrieved under the laparoscopic procedure. The patient is stable. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. A harhd36 device (batch:v9533l) was returned with the tissue pad damaged, melted, not all present and the missing piece of the tissue pad was returned inside of a bottle containing. In addition, the blade tip was damaged, however, the blade was not cracked. A package material (package lot:v95585) was returned. The package material was opened and some green tapes were applied on the package. The package involved one harhd36 and a bottle containing the part of the tissue pad. It was found a half of the tissue pad had fallen off from the clamp. The returned part of the tissue pad in the bottle was seem only half portion of the dropped tissue pad. Blade damage was found on the tip of the blade, which had contacted the metal part of the clamp when the jaw was closed. The tissues and body fluid were stuck into the shaft. The open and close of the jaw was worked as intended in the returned condition. The actual device was connected and tested on a gen11 (B)(4), the device was passed the system check test at initiation sequence. And then, no anomalies were found during the functional test. The buttons of the actual device were worked as intended. The eeprom data in the actual device was read out by eeprom reader. Any special findings were not found probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Probable causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them, subsequent activations would completely wear and melt the tissue pad until the blade tip makes contact with the clamp arm. Avoid activating the blade without tissue between the blade and tissue pad to prevent this type of damage. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that, during a laparoscopic sigmoidectomy, the tissue pad fell off. The tissue pad was retrieved. The device was used on the adhesion tissue. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.